Event description:
The user facility reported an impella cp was implanted in a 69-year-old female patient for mechanical circulatory support. It was reported upon placement of impella, the patient went into ventricular tachycardia (vt) and was shocked five (5) times. Patient was stabilized and was sent to unit for continuation of care.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.